Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facscalibur 4 clr basic sensor unit, part # 343202, serial # (B)(6). Problem statement: customer reported complaint on the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 27jul2020 to date 27jul2021. Complaint trend: the only complaint related to the issue of erroneous results for this part number within the date range is this one; date range from 27jul2020 to date 27jul2021. Manufacturing device history record (DHR) review: DHR part #343202 serial # (B)(6), file # (B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was due to a worn peristaltic tubing. The peristaltic tubing is a tubing wrapped around a circular motor which is compressed to open. This creates a peristaltic, or wave-like motion to open or close the tubing to aspirate the fluid. Failures in this tubing can lead to varying aspiration pressures and can lead to over aspiration or under aspiration of fluids and consequently erroneous results. The fse (field service engineer) responding to the complaint confirmed the issue and identified it was due to the peristaltic tubing not properly closing and therefore aspirating more fluid than directed. The fse replaced the tubing, fit it inside the pump, and the instrument was tested and verified to be functioning as expected. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although the instrument was being used for clinical diagnostic tests during the incident, the customer confirmed that the erroneous results did no change or delay the treatment of a patient. The patient was not harmed in any way due to the incident, and the old samples were discarded and new samples were prepared for testing. The results were captured prior to any diagnostic decision and these results were easily identified as erroneous. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # 01410883. Install date: (B)(6)2011 defective part number: n/a. Work order notes: subject / reported: 343202 - facscalibur 4 clr basic sensor unit - cytometer acquires the entire sample. Problem description: the cytometer sucks the entire sample and the results are not correct. The problem happens randomly. Work performed: the peristaltic pump tube did not close the circuit, replacement of the tube and fit inside the pump. The customer processes samples without incident, the equipment is operational and working. Ocause: the peristaltic pump tube did not close the circuit, replacement of the tube and fit inside the pump. Customer processes samples without incident, equipment is up and running. Solution: the peristaltic pump tube did not close the circuit, replacement of the tube and fit inside the pump. Customer processes samples without incident, equipment is up and running returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # (B)(6), rev. 01/vers. A, bd facscalibur fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿5¿ and the rpn is ¿75¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Item: sheath filter 80-30038-07. Function: filter sheath. Potential failure mode: flow rate problems. Potential effect(s) of failure: erroneous data. Potential cause(s)/mechanism(s) of failure: bubbles in sheath filter. Current controls¿ facscomp co #1147e500301. Severity: 5. Occurrence: 3. Detection: 5. Rpn: 75. Root cause: based on the investigation results the root cause of the erroneous results was due to worn peristaltic tubing. Conclusion: based on the investigation results the root cause of the erroneous results was due to worn peristaltic tubing. The fse confirmed the issue and found that the peristaltic tubing was not secured properly. The fse replaced the tube and secured it inside the pump. After the repair, the customer was able to process samples without further incident, and confirmed that the instrument was working as intended. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety.

Event description:
It was reported that while running patient samples on a bd facscalibur¿ the entire sample is taken in and erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter, translated from spanish to english: the cytometer sucks the entire sample and the results are not correct. The problem happens randomly. 1. Are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): yes. 2. Was there any delay of treatment due to the issue? (Go to question #3): no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4): no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes or unknown, go to question #5. If no, no further questions required): no. 5. Provide details - how and to what extent? (Go to question #6): no impact on patients. Samples were discarded and prepared again.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while running patient samples on a bd facscalibur¿ the entire sample is taken in and erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the cytometer sucks the entire sample and the results are not correct. The problem happens randomly. 1are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): yes. 2was there any delay of treatment due to the issue? (Go to question #3): no. 3if patient samples were redrawn, was there any change or delay of treatment? (Go to question #4): no. 4was there any physical harm/injury to the patient due to the issue? (If yes or unknown, go to question #5. If no, no further questions required): no. 5provide details - how and to what extent? (Go to question #6): no impact on patients. Samples were discarded and prepared again.